Event description:
Info received by medtronic indicated that the device malfunctioned. No pt injury or death is noted.

Manufacturer narrative:
Preliminary analysis upon receipt of the device revealed no telemetry. A follow-up report will be sent when analysis is completed.